Event description:
It was reported that a patient two years post-op was presented with a lot of pain and discomfort at the tibia tunnel interference screw site. An x-ray showed tunnel widening. The surgeon removed the screw during a second operation. Bone preparation was done using a 9 mm reamer. The implant had been fully seated. Original surgery date was (B)(6) 2010.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Screw returned in multiple small pieces not having any distinguishable features. Evaluation of device does not conclude a cause, however, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.